Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this MDR was interrogated upon a follow-up performed on (B)(6) 2010. A message was displayed: "manager: too many client tasks." After pressing ok the next message appeared "manager.exe application error: the instruction at "0x004cc92b" referenced memory at "0x00000000". The memory could not be read." The programmer software crashed. The user had to unplug the programmer. The pacemaker was re-interrogated and normal operation was observed.